Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.25 x 38mm synergy drug-eluting stent was used; however, it was noted that the distal edge was lifted. The procedure was completed with another of the same device. No patient complications were reported.